Event description:
It was reported that this pacemaker, right ventricular (rv) lead and right atrial (ra) lead exhibited a signal artifact monitoring (sam) episode, high out of range (oor) pacing lead impedance greater than 3000 ohms which caused a switch from bipolar to unipolar. Boston scientific technical services (ts) review data and recommended additional testing. The follow up testing confirmed bipolar still showed impedance greater than 3000 ohms and unipolar impedance measurement was 451 ohms. Isometric movements produced visible noise and the x-ray revealed a nick in one of the leads which is suspected to be subclavian crush. The physician elected to leave programming at unipolar as atrial pacing need is minimal. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to high impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. This device was included in the recent minute ventilation sensor signal oversensing advisory population. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Engineering analysis and testing of returned products identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements.

Event description:
It was reported that this pacemaker, right ventricular (rv) lead and right atrial (ra) lead exhibited a signal artifact monitoring (sam) episode, high out of range (oor) pacing lead impedance greater than 3000 ohms which caused a switch from bipolar to unipolar. Boston scientific technical services (ts) review data and recommended additional testing. The follow up testing confirmed bipolar still showed impedance greater than 3000 ohms and unipolar impedance measurement was 451 ohms. Isometric movements produced visible noise and the x-ray revealed a nick in one of the leads which is suspected to be subclavian crush. The physician elected to leave programming at unipolar as atrial pacing need is minimal. The device remains in service. No adverse patient effects were reported.